Manufacturer narrative:
H.10. For the reported malfunction, lot number was provided, and a lot history review will be performed. The sample was returned to bd for evaluation. Three digital photos were provided. The investigation was confirmed for unable to aspirate as the introduction needle hub was found to be cracked. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. H10: g4. H11: b5, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly unable to aspirate. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, lot number was provided, and a lot history review will be performed. The sample was returned for evaluation. The evaluation identified that the needle was unable to aspirate. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j. Implantable port allegedly unable to aspirate. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.